Event description:
It was reported that the patient had vns implant and returned to clinic a few weeks later. At the appointment, the patients generator showed high lead impedance. Since the patient had high lead impedance, they did not turn on the vns at the appointment. An x-ray of chest and neck was ordered by the provider and the x-ray did not show any issues with the device. Physician later reported patient has not experienced any trauma or manipulation to the area since implant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.